Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microfine¿ + pen injector needles could not be attached to the pen appropriately. The following information was provided by the initial reporter translated from japanese. ¿the patient's report is that the pen needle could not be attached to the pen appropriately before use.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 13-jul-2022. H6: investigation summary one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. A functionality test was carried out on the returned sample as per q-sop-183-dl and damaged to the hub was observed. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the bd microfine¿ + pen injector needles could not be attached to the pen appropriately. The following information was provided by the initial reporter translated from japanese. ¿the patient's report is that the pen needle could not be attached to the pen appropriately before use.¿